Event description:
The manufacturer's representative reported that in 2005, the patient had a catheter revision done. In 2005, the patient presented to the emergency room unresponsive. The patient was admitted and the pump was stopped. The patient was treated with narcan in the emergency room and "was still not real responsive." The patient was admitted to the medical intensive care unit.

Event description:
The patient experienced vomiting and was treated with zofran which worked. The next day, the patient presented slightly confused, nauseated, and drowsy. The patient went to sleep and could not be awoken. The patient was taken to the emergency room and treated with narcan at that point.